Event description:
As reported, a loud noise was heard from the delivery system of a smartflex 5 x 150 120cm self expanding stent (ses) delivery system when it was about to be deployed, and it was suspected that a fracture had occurred. The crack that was heard was visually confirmed upon observation of the device and noted to be on the delivery rod. The device was removed from the patient and deployed outside of the patient. There was no reported patient injury. A non cordis sheath was used. The intended lesion was at the distal end of the superficial femoral artery (sfa). There was calcification, tortuosity,75% stenosis, and it was a chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. When the stent was released outside the patient, the y-valve was opened, the stent was retracted, and the angle was adjusted. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, a loud noise was heard from the delivery system of a smartflex 5 x 150 120cm self-expanding stent (ses) delivery system when it was about to be deployed, and it was suspected that a fracture had occurred. The crack that was heard was visually confirmed upon observation of the device and noted to be on the delivery rod. The device was removed from the patient and deployed outside of the patient. There was no reported patient injury. A non-cordis sheath was used. The intended lesion was at the distal end of the superficial femoral artery (sfa). There was calcification, tortuosity,75% stenosis, and it was a chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. When the stent was released outside the patient, the y-valve was opened, the stent was retracted, and the angle was adjusted. A portion of the device was returned for analysis. Two non-sterile components, one separated hypotube with the hemostasis valve and one stent were received inside of a clear plastic bag. The components that are part of ¿smart flex 5x150 vas, 120cm¿ device was unpacked to proceed with the evaluation. The hypotube exhibits a wavy condition. The stent is properly expanded with no anomalies or damages observed. No other significant details were noted on the returned parts. The separation area was evaluated using a vision system, which revealed elongations on the edge of the separated material. These elongations are typically associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation. The reported ¿stent delivery system (sds) cracked¿ was not confirmed as the device was received as ¿stent delivery system (sds) separated¿ as only a portion of the device was returned for analysis along with the already deployed stent. The remaining distal portion of the sds was not returned for analysis. Therefore, the exact cause of the reported event cannot be determined as proper functional analysis cannot be performed. Based on the information available for review, it is likely procedural factors and device handling contributed to the events reported based on the elongations noted on the portion received. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the product evaluation nor the information available do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a loud noise was heard from the delivery system of a smartflex 5 x 150 120cm self expanding stent (ses) delivery system and it was suspected that a fracture had occurred. The device was removed. There was no reported patient injury. A non cordis sheath was used. When the stent was released, the y-valve was opened, the stent was retracted, and the angle was adjusted. The device will be returned for evaluation.